Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/09/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/17/2016 with the following findings: the black box shows dates from (B)(6) 2015 -(B)(6) 2016. Black box shows multiple unexplained "por" events beginning on (B)(6) 2015. No battery cap or cartridge cap returned. All test performed with a test caps. Pump powers with a test battery cap. Battery cap is able to fully tighten. The battery compartment is intact. The pump was exercised with a test battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. A "no power" event was not duplicated during investigation. Investigators removed the pump case and there was no evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).